Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional nine proglide devices referenced are filed under separate medwatch reports. Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was not confirmed as not all components were returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with ten proglide devices were attempted in the left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was retracted, no sutures were attached to the needles for all ten proglide device. Four additional proglide devices were used for successful suture placement using the preclose technique in the lcfa and rcfa, two in each artery. The sheath was upsized to larger than an 8fr sheath in the lcfa and rcfa and the aaa procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from the four additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.